Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory notification alert for high, out of range hv lead impedance. The impedance was just below the upper limit until recently. All other measurements are in-range and there is no noise on the lead. A chest x-ray was recommended and performing defibrillation threshold test. The patient has not experienced any symptoms. No further information could be obtained at this time.